Event description:
It was reported that during use, a high value was shown on the phillips patient monitor after zeroing. It was stated that the vent port was opened to the atmosphere, but the value remained high. There was no leakage or kinks on the tubing observed. There were no patient complications reported.

Manufacturer narrative:
One dpt without any attached components was received for evaluation. Leakage was observed from the fluid path to the circuit board side of the dpt housing. The dpt did not zero nor sense pressure on the pressure monitor. The electrical testing showed that both input and output impedance were unstable. The solder joints were corroded with what appeared to be salt-like material. Leakage from the bond area between the sensor chip and dpt housing was observed. There was no visible damage found from the dpt especially for the gel pad. An investigation is underway to determine the root cause.